Event description:
Additional information received indicated the surgical intervention was undertaken wherein the entire system was explanted. This addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-48020. Related manufacturer reference number: 1627487-2020-48021. It was reported the patient was not receiving effective stimulation. Diagnostic testing showed high impedance on left l1 lead. It was possible to achieve therapy using right t12 and l1 leads; however, patient was not getting adequate pain relief. X-rays were taken and confirmed migration for right t12, right l1 and left l1 leads. Surgical intervention may be pending to address the issue.